Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster coronary stent graft system instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to advance. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation occurred in the left anterior descending (lad) artery with the use of an unspecified device. The graftmaster stent system was advanced, but failed to cross into the perforation. Additional balloon dilatation was performed. The patient was moved to the operating room (or) for treatment of the tamponade. Cardiopulmonary resuscitation (CPR) was started; however, the patient subsequently died while still in the operating room. No additional information was provided.